Manufacturer narrative:
Patient-specific information a5. Ethnicity and a6. Race is unknown at the time of this MDR writing. Investigation: the device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Device in wrong position (positioning issue) cause was determined to be an unintentional use error as the pump was pulled out of position across aortic valve during computed tomography procedure/ transport of the patient.

Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During support, the impella was pulled back across aortic valve during computed tomography procedure/transport. The patient remained hemodynamically stable. The physician decided to remove device which was completed in the cardiovascular lab. The patient was note in stable condition post explant.